Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia upon waking while using the ilet with a g7 sensor and a 6 mm, 23" infusion set, with no reported infusion set leaks, no delivery-stopping alarms, and a confirmatory fingerstick of 229 mg/dl; the user attempted to announce a meal to correct the high without improvement, and customer care advised against meal announcements for correction and guided an infusion set change, after which glucose began to decline. Symptoms included elevated blood glucose. Outcomes included recovery without medical intervention or hospitalization. Investigation included troubleshooting education on appropriate correction behavior and an infusion set change to address a potential delivery or absorption issue. Investigation of this case revealed no confirmed device malfunction or alarm-related interruption of insulin delivery, and education was provided regarding proper correction methods. It was concluded, based on previously established findings for similar reports, that the cause was unclear.